Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The customer's blood glucose was nearly 0 mg/dl by the time the paramedics arrived. Troubleshooting was performed. The insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. It was found that the customer was practicing the proper technique to rewind the insulin pump. Additional training was arranged for the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.